Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The cycler programmed displayed values were within the tolerances. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and failed. An internal visual inspection identified evidence of dried fluid between the pump assembly and display assembly and within the recess of the bottom cover adjacent to the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced the liberty cycler alarming with an unknown drain alarm. The peritoneal dialysis registered nurse (pdrn) also reported that the patient was concerned about having a positive ultra filtration value from (B)(6) 2019. The patient was reached out to but was not near the cycler to give any further treatment details. The patient then reported receiving an m31 air detected in cassette warning 5 times during their treatment on (B)(6) 2019 during drain 0. The pdrn stated that the treatment records do not match what they are seeing and requested a replacement cycler. A replacement cycler was issued. Upon follow up with the pdrn, the patient discontinued treatment during drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 7030 ml during drain 1 of the treatment. This drain volume is 234% the patient's prescribed fill volume of 3000 ml. The pdrn confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete a stat drain. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The original cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a2 in initial report should be 1974-09-25 not 1945-09-25.